Event description:
The iab leaked during iabp. This was the only info at the time of the rpt. On 5/7/97, co was notified that the iab was discarded and would not be returned for evaluation. The contact stated that the dr accidentely cut the iab. Event complications: unk - rpt'd 4/29/97. Pt current status: unk - rpt'd 4/29/97.

Manufacturer narrative:
Evaluation: the product was not returned to co for evaluation. The item was discarded by the hosp.